Event description:
New information received notes the patient's atrial lead was explanted in a procedure on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
The reported event was phrenic nerve stimulation. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's atrial lead presented with phrenic nerve stimulation. The lead was repositioned in a procedure on (B)(6) 2021, where normal parameters were restored. Post-procedure the patient was stable.